Manufacturer narrative:
(B)(4). Additional information received from a physician: the physician clarified that there were only two episodes of peritonitis. These two episodes are addressed in manufacturing report numbers 1416980-2013-13755 and 1416980-2013-13758. All information will be contained in 1416980-2013-13755 and 1416980-2013-13758.

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for renal failure chronic. Action taken with dianeal and extraneal therapies were not reported. The patient experienced three episodes of peritonitis within five months. Treatment was not reported. The cause of the event was unknown. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. (B)(4).